Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Customer reported that "after replacing the belts and esd cable, the unit displayed a eeprom error. This happened during preventative maintenance. No patient involved. (B)(4).

Manufacturer narrative:
The issue has been reevaluated with the result that this issue "eprom error on hl20" is not reportable. As the eprom error is part of the self test of the hl20, which is always performed prior to use (during startup of the device, and the eprom is not tested at any later point in time, it can be excluded that the error will occur during patient treatment. Additional based on the trend search analysis no complaint was found with the mentioned issue happened during patient treatment. All related issues occurred prior to use.

Event description:
(B)(4).